Event description:
A malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. The customer was provided with information on how to reset the pump, which successfully resolved the issue without recurrence. The customer was advised to continue using the pump and to reach out if the issue recurred.